Event description:
The e-mail received from the (B) (4) registry indicated that during index procedure, the patient experienced behavioral change, dysarthria, hemineglect and hemiparesis on the left side. Onset was sudden and recovery was unknown. Diagnosis stroke. The patient is an (B) (6) male with bilateral carotid artery disease as well as coronary artery disease, who was enrolled in the (B) (4) study. The patient was found to have progression of the right carotid lesion to the point that it was found to be in the 90 to 95% range. During intervention, the physician advanced a 6fr. Strada sheath in the distal right common carotid artery using the support of a jb-2 slip-cath catheter. Selective angiography was performed. Heparin (3000u) was administered as an anticoagulant. A 6mm angioguard distal protection device was delivered into the distal ica without difficulty. The device was delivered and deployed with confirmation of antegrade flow and adequate sizing of the filter. A 6.0x15mm balloon was then used to dilate the common carotid stenosis. This resulted in a drop in blood pressure from about 200 systolic down to 100 systolic without any symptoms. There was significant residual stenosis. Rather than dilating the lesion further, the physician decided to stent the lesion with a precise 9x40mm stent. The distal portion of the stent was post-dilated. The mid portion of the stent was then dilated at 3-4 atmospheres (atms). There was a significant waist noted. The stent was then post-dilated up to 5-6 atms., with some improvement in the stenosis. The stent appeared to be adequately sized, but there was still some waist noted. Rather than post-dilating further with hemodynamic compromise and blood pressure was about 80mmhg to 90 mmhg, the physician decided to leave behind a mild to moderate 30% to 40% residual stenosis rather than taking the risk of significant embolization. The balloon was retrieved successfully.

Manufacturer narrative:
When the physician attempted to retrieve the filter basket, he had difficulty advancing the retrieval catheter through the placed stent. This was most likely due to the angulations, calcification, and stent strut. The retrieval catheter was removed and a 7x15mm balloon was advanced to post-dilate the mid portion of the stented segment at 3-4 atms. After this the retrieval catheter was re-advanced and, because of some difficulty advancing through the stented area, the physician positioned the patient's head in different directions to help advance the catheter. The distal protection device was then captured and in the withdraw process; the patient moved his head, resulting in slight entrapment of the filter on its way out at the distal edge of the stent. The physician was able to retrieve the filter basket out of the patient. It was noted that there was macroscopic debris in the filter after removal. Angiographic images confirmed distal flow, although there was mild spasm of the internal carotid artery at the site of the distal protection device without any restriction of flow or dissection. The distal aspect of the stent appeared to be slightly flared, possibly at the site where the filter was transiently caught. The filter itself was intact with only a slight diversion of the material, but all prongs and markers, as well as the filter material were intact. The patient's neurological status was assessed at this time and it appeared that the patient was somewhat drowsy. Further evaluation suggested that he had weakness of his left side and some slurring of speech. Act was 260 at this time. The patient's blood pressure was maintained around 90-100 during the procedure requiring low doses of neo-synephrine and atropine. The patient was placed on neo-synephrine drip since dopamine infusion was not helping maintain adequate blood pressure. It appeared that the patient had suffered an embolic episode or stroke. This was noted within a few minutes of the actual event, and was believed to have happened at the time of the retrieval of the distal protection device. Selective angiography was performed of the intracranial vessels revealing antegrade flow into the middle cerebral artery (mca), although there was a high-grade stenosis noted with possible thrombotic material or thrombus in the lower pole portion of the mca. There was filling of the anterior cerebral artery noted. There were no other cutoff's noted. The distal ica and cavernous portion appeared to have mild stenosis, but there was significant tortuosity noted. Because of the patient's persistent symptoms and most likely an embolic event due to occlusion of the lower pole vessel of the mca, the physician proceeded with intracranial rescue. This was attempted but stopped as there was some difficulty and the patient's status was slowly improving. The patient was responsive, but did have some amount of left-sided hemineglect and weakness. The slurring of speech had improved significantly. Additional information received states that there were no air bubbles noted during the procedure. There was embolization (probably of atheromatous debris), most likely around the stage of retrieval of the dp device after stent deployment and post dilation was already completed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2010-00061 and 9616099-2010-00404.

Manufacturer narrative:
When the physician attempted to retrieve the filter basket, he had difficulty advancing the retrieval catheter through the placed stent. This was most likely due to the angulations, calcification, and stent strut. The retrieval catheter was removed and a 7x15mm balloon was advanced to post-dilate the mid portion of the stented segment at 3-4 atms. After this the retrieval catheter was re-advanced and, because of some difficulty advancing through the stented area, the physician positioned the patient¿s head in different directions to help advance the catheter. The distal protection device was then captured and in the withdraw process; the patient moved his head, resulting in slight entrapment of the filter on its way out at the distal edge of the stent. The physician was able to retrieve the filter basket out of the patient. It was noted that there was macroscopic debris in the filter after removal. Angiographic images confirmed distal flow, although there was mild spasm of the internal carotid artery at the site of the distal protection device without any restriction of flow or dissection. The distal aspect of the stent appeared to be slightly flared, possibly at the site where the filter was transiently caught. The filter itself was intact with only a slight diversion of the material, but all prongs and markers, as well as the filter material were intact. The patient¿s neurological status was assessed at this time and it appeared that the patient was somewhat drowsy. Further evaluation suggested that he had weakness of his left side and some slurring of speech. Act was 260 at this time. The patient¿s blood pressure was maintained around 90-100 during the procedure requiring low doses of neo-synephrine and atropine. The patient was placed on neo-synephrine drip since dopamine infusion was not helping maintain adequate blood pressure. It appeared that the patient had suffered an embolic episode or stroke. This was noted within a few minutes of the actual event, and was believed to have happened at the time of the retrieval of the distal protection device. Selective angiography was performed of the intracranial vessels revealing antegrade flow into the middle cerebral artery (mca), although there was a high-grade stenosis noted with possible thrombotic material or thrombus in the lower pole portion of the mca. There was filling of the anterior cerebral artery noted. There were no other cutoff¿s noted. The distal ica and cavernous portion appeared to have mild stenosis, but there was significant tortuosity noted. Because of the patient¿s persistent symptoms and most likely an embolic event due to occlusion of the lower pole vessel of the mca, the physician proceeded with intracranial rescue. This was attempted but stopped as there was some difficulty, and the patient¿s status was slowly improving. The patient was responsive, but did have some amount of left-sided hemineglect and weakness. The slurring of speech had improved significantly. Additional information received states that there were no air bubbles noted during the procedure. There was embolization (probably of atheromatous debris), most likely around the stage of retrieval of the dp device after stent deployment and post dilation was already completed. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2010-00061 and 9616099-2010-00404.